Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when occlusion test was done, the pump showed an error "check clutch /plunger lever". There was no patient involvement.

Manufacturer narrative:
Additional information received: d4 - catalog number, serial number, primary UDI number and h4 - device mfg date. D9: date returned to mfg.: 1/7/2025. H3 and h6. Codes: updated. Device evaluation: the reported complaint of ¿check clutch / plunger alarm¿ was verified and duplicated by motor drive test. The cause was a worn-out clutch. Replaced leadscrew, worm coupling and clutch. Also found that bottom left corner of top case cracked; bottom case seal broken; left plunger case cracked, therefore replaced top case, bottom case and plunger case. Replaced old style lcd and position pot to new style. Calibration and motor drive test performed. The device passed all testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.